Event description:
It was reported that during a spinal cord stimulation trial, the pt felt no stimulation at up to 10.5 volts with any of the leads or connector boxes.

Manufacturer narrative:
(B)(4).